Manufacturer narrative:
Evaluation codes: methods: visual inspection evaluation summary: the device was returned for analysis with the stent off the balloon. There were (B)(4) stent segments intact at one end of the stent and (B)(4) stent segments intact at the other end, the remaining segments were severely stretched and deformed. The distal tip of the delivery system was slightly flared. There were crimp impressions visible on the working length of the balloon. There was no resistance encountered while loading a (B)(4) patency mandrel via the distal tip of the delivery system and via the guide wire entry port.

Event description:
The physician intended to use an integrity stent. The device was removed from packaging per IFU and inspected with no issues noted. It is reported that the stent could not pass the distal part of the guide catheter. It was reported that dislodgement occurred in the guide catheter during advancement. All the system was removed and the procedure completed with another medtronic stent without injury to the patient.